Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted and replaced due to an infection. Vegetation was noted on the leads. And the patient was septic. No further patient complications have been reported as a result of this event.